Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
During use, the surgeon closed the grasper and the tip broke off. The staff said he was not applying a lot of pressure, he just closed it and it popped off. They had to dig it out of the patient. No reported patient or user harm or medical intervention. The patient was a (B)(6) yo, female, (B)(6) lbs, no patient injury or intervention, patient's medical status after the event was stable, the tip broke off in the patient but was retrieved in an unspecified manner, no additional medical procedure required. The broken instrument was removed from use, the lap gastric sleeve with hiatal hernia repair was able to be completed as planned. The event was not reported to the FDA.

Manufacturer narrative:
(B)(4). Manufactured september 2017. Device history records for sp8385 from lot code i17 were reviewed: all work instructions were completed accordingly. Heat-treat records were completed and indicated product was hardened. All reported deviations or non-conformances were handled appropriately. Quality assurance testing were performed, all inspections passed. One (1) sp8385 grasper, wavy single-action, 36cm was returned for evaluation as the complaint sample. The sample sent in was only the insert assembly part from a take-apart device. The lot code was noted on the side of the actuating rod of the insert as i17 (sept 2017). The sample was not returned with the other take-apart components such as the handle and insulated tube. Upon initial inspections of the insert sample, it was observed to have wear (marks and scratches), fading of the s-p etching and further wear noted on the grasper¿s jaw teeth area. The jaw was noted to be loose when moved with fingers and would drop open without any added force. Furthermore, the failure mode was verified and detected at the hinge point where the single action jaw is controlled. Specifically, the link (92-1348) of the hinge, which connects the jaw to the actuating rod, was broken on the actuating rod end, thus causing the link to be loose/unhinged. It should be noted that the link was still connected to the jaw side. Upon further visual examinations the link¿s broken end displayed signs of ductile breakage and missing a small broken piece, additionally the small rivet that holds the hinge with the actuating rod was missing and not returned. For further investigations the actuating rod, link and end of movable jaw (92-1427) were examined under 3x magnified inspections. The break of the link end was verified to be ductile indicated the broken edges yielded for a short amount by deforming/necking out before completely breaking off. The rivet of the link was unavailable to further evaluate other signs of ductile breakage. Next the actuating rod end displayed some wear and marring where the rivet and link end are hinged. Next, the link was removed at the jaw end, signs of normal functional wear were noted, which occur when normally actuated during complete assembly. Aside from the broken end, no other signs of tampering, scratches and/or excessive forces were noted on the surfaces. With the use of a calibrated caliper gage, it was measured at critical points to be within tolerance per manufacturing print. Furthermore, the link was verified to have been hardened steel by heat treating process. Additionally, the dimensions of the actuating rod end and the movable jaw were measured to be within conformance per print. The observed signs at link and end of actuating rod indicate that it is likely possible that the failure mode occurred due to mechanical overstress of the link at the site of breakage. The missing rivet pin, and actuator handle were not returned for further reviewing and further confirmation of cause. Based on the evidence displayed, the amount of analysis that could be performed on this failure mode was sufficient to determine that it was caused by mechanical overstress. The crucial parts near failure mode were measured to be in tolerance per the manufacturing respective prints. Conclusion(s): root cause was determined to be mechanical overstress of parts that may have been beyond the strength capabilities.

Event description:
During use, the surgeon closed the grasper and the tip broke off. The staff said he was not applying a lot of pressure, he just closed it and it popped off. They had to dig it out of the patient. No reported patient or user harm or medical intervention. The patient was a (B)(6) yo, female, (B)(6) lbs, no patient injury or intervention, patient's medical status after the event was stable, the tip broke off in the patient but was retrieved in an unspecified manner, no additional medical procedure required. The broken instrument was removed from use, the lap gastric sleeve with hiatal hernia repair was able to be completed as planned. The event was not reported to the FDA.